Event description:
It was reported that during use on a patient, the "balloon would not advance over .025 guidewire, even with stylet removed". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The reported complaint that the "balloon would not advance over .025 guidewire" was not able to be confirmed as the product was not retuned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during use on a patient, the "balloon would not advance over .025 guidewire, even with stylet removed". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # **UDI related data quality updates only** other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, the "balloon would not advance over .025 guidewire, even with stylet removed". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury.